Event description:
It was reported that thresholds had risen on the right ventricular lead since implant, and impedances had dropped then gradually increased somewhat. Follow up information determined that there will be no intervention at this time. The physician determined that higher outputs were acceptable because there was capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.